Event description:
Patient called to report a product problem with her injection pen. Patient stated she went to use the device, took it out of the case, removed the white cap and noticed it felt wet. Once the cap was removed the medication starting squirting out. Patient stated the device was defective and was told by her pharmacist to report the issue to the FDA.